Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported during use of the 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube some tubes breaking in the centrifuge during spinning. There was no report of injury or medical intervention.